Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/16/2023, it was reported by a facility representative via sems-06403152 that an abs-10060 angel machine is supposed to rotate but it is not and it is spitting the blood everywhere. It does not look like it is separating the blood properly. This occurred during a case where the patient almost fainted.

Manufacturer narrative:
Additional information: d9, g3, h6. The complaint is not confirmed. The reported incidence could not be repeated. One unpackaged abs-10060 angel prp system centrifuge serial (B)(6) was received for evaluation. Upon visual inspection not, issues were observed. Functional test results: sixty ml of human whole blood (13% acd-a) were processed on the device with standard settings at seven percent hematocrit. The device reported outputs of 26 ml platelet-poor plasma (ppp), 31 ml rbc, and 4 ml prp. The prp volume within the syringe was recorded as 3.6 ml. The console functioned normally; no errors were reported. Aliquots of the wb and prp were analyzed for cbcs with the sysmex xn-1000 hematology analyzer (table 1). The prp produced had expected cellular concentrations.